Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing came out of the one link extension set during use and resulted in a leak. The customer stated that the separation occurred during an infusion of lactated ringers. The patient lost an estimated amount of 50-100mls of blood. The patient did not require any medical intervention as a result. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction -- manufacturing facility information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed a separation between the tubing and y-junction vinyl. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.